Event description:
It was reported that the power module's bottom cover was damaged at the retention clip, the battery was missing, and 4 of the rubber vent bands were damaged. The unit was removed from use and returned for servicing.

Manufacturer narrative:
Date rec¿d by MFR: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of damage on the housing and the rubber bands and a missing battery were confirmed via evaluation of the returned power module (serial number: (B)(4)). The unit was evaluated at european distribution center (edc) and visual inspection revealed that the housing near the power cord retention clip was damaged, which resulted in the retention clip partially detaching from the housing. Further inspection revealed that backup battery was not returned with the unit. The unit¿s interior were then inspected and the rubber bands on the vents were observed to be damaged. Evaluation of the unit revealed that the damaged observed did not affect the functionality of the power module. The damaged parts were replaced and a backup battery was attached to the unit. The power module was functionally tested without any issues and then returned to the rental pool. The root cause of the reported events could not be conclusively determined through this analysis. It should be noted that the manufacture date of the power module is 27 february 2012. The device history records were reviewed and the records revealed that the power module, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 20-mar-2012. Heartmate 3 instructions for use (IFU) rev. G section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook rev. G cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.